Event description:
It was reported to philips that the device cant power on. The customer declined philips service to repair the device. Philips is unable to rule out that a malfunction did not occur. Although no repair was performed, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device cannot power on. There was no patient involvement.